Event description:
Rptr indicated experiencing a "major depressive disorder" and "sleep apnea." F/u with treating physician indicated that the relationship to the vns and sleep apnea is unk. The pt had a sleep study which indicated "low oxygen when sleeping." Additionally this event did not occur after any particular programming change. Pt's doctor does not think that the vns has any relationship to the depressive episode. The pt's psychiatric medications were changed by her psychiatrist around the time of the reported "major depressive episode".

Manufacturer narrative:
Vns therapy system labeling states the pts with obstructive sleep apnea may have an increase in apneic events during stimulation.